Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging her onetouch verio iq meter displayed a low battery message. The complaint was classified based on the customer care advocate (cca) documentation. The patient tests her blood glucose 6x daily. The patient manages her diabetes with novolog insulin (3x daily with meals) and levemir insulin (at night). It is not specified when the alleged issue began. A week prior to contacting lfs, around 6am-8am, the patient reportedly obtained a blood glucose result of "48 mg/dl" with the subject meter. About 10 minutes after testing, the patient claims she felt symptoms of wobbly, sweating, shaking, slurred speech and couldn't grasp anything. The patient treated self by eating peanut butter per the advice of the patient's sister. The patient reportedly felt better an hour after that. About 9am that same morning, the patient tried to test on the subject meter again but the meter continued to display the alleged low battery message. The subject meter would not go beyond the alleged message and the patient could not test. The patient recharged the battery for about 35-40 minutes and at 11am obtained a blood glucose result of "140 mg/dl" with the subject meter. The patient also reported the alleged issue occurred one other time (date/time not specified). At that time, the patient claims she felt symptoms of "sleepy and groggy." The patient denied receiving any treatment at that time. At the time of troubleshooting, the cca noted there was no indication of misuse. The patient alleged the subject meter's battery has to constantly be recharged. Replacement products were sent to the patient. Based on the information provided, there is no indication that the product caused or contributed to a serious injury. At the time of the patient's reported symptoms, the patient confirmed she obtained a blood glucose result of "48 mg/dl" with the subject meter which correlated with her symptoms and treatment. The patient's additional symptoms of "sleepy and groggy" does not meet lifescan's criteria for a serious injury. The patient also denied receiving treatment as a result of the alleged issue at that time. However, this complaint is being reported because the alleged power issue remained unresolved.

Manufacturer narrative:
The meter and test strips involved with this complaint have been returned but not yet evaluated by lifescan product analysis. Lifescan (lfs) will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4): the meter passed testing with no faults found; the primary complaint was not confirmed, the meter was found to function properly. Upon receiving the meter, pa recharged the meter and few days later rechecked the meter; the meter still indicated a full battery with no indication of current leaking during sleep mode. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.